Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported the patient went in on (B)(6) 2018 for a routine dose change. The hcp changed the daily dose. The hcp tried to adjust the pump with the clinician programmer (B)(4). The pump was interrogated, and the hcp noticed the empty reservoir alarm was occurring. The hcp was not able to navigate passed the alarms tab. The pump was empty. It was unknown if the patient missed a refill. The patient had not noticed any change in therapy and did not experience any symptoms. No further complications were reported.